Event description:
During follow-up, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.5-13.5cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. The etfe coating was intact at the same location. Internal insulation abrasion was found at 9.3-9.8cm from the distal tip. The etfe coating was intact at the same location. External insulation abrasion was found at 8.0-9.2cm from the distal tip consistent with friction to another device. The etfe coating was intact at the same location.